Event description:
A 26mm diameter x 15mm diameter x 13.5 cm aneurx bifurcated stent graft and its components were inserted in a pt for the endovascular treatment of a 6.0 cm abdominal aortic aneurysm approx 1 yr before event. The aneurysm and iliac morphology are unknown. The follow-up CT scan in may 2001 reported that the aortoiliac bypass graft appears to be in good position with no retroperitoneal masses. On event date the CT scan of the abdomen reported that there is no extravasation of contrast from the graft into the perigraft tissues or clot. Flow is seen in the external and internal iliac arteries which appear unremarkable. Appearance of the aorta and the graft is unchanged since december 2000. The implanting physician refuted this report as being incorrect. The implanting physician reported that the CT scan done in december of 2000 was negative, showing no endoleak and showing shrinkage in size of the aneurysm. The physician reviewed the CT scan of december 2000 and reported that there was an endoleak; however, the radiologists did not detect this. The physician reported that the patient had another CT scan performed in another country, which was read as negative but also showed a type iii endoleak. The physician reported that the CT scan and 3-d reconstruction done on event date showed a definite type iii endoleak emanating from three quarters of the way down the gate on the left side with flow coming directly out anteriorly into the aneurysm sac. The aneurysm measured 49.9mm in greatest diameter. The physician reported that he reviewed the flat plate x-ray completed immediately after the implant of the bifurcated stent graft. The left limb was placed up into the gate. It was approximately 4mm below the top of the gate, but there was a 3cm coverage in the gate. The study at the initial time of the surgery showed no evidence of endoleak. It is reported that the pt had bilateral 15mm diameter x 8.5 cm length limb extensions placed during the initial implant. The physician is planning to repair the "persistent" type iii endoleak by placing a 16mm diameter x 8.5cm length iliac extension cuff inside the previous gate and placing it almost to the top of the gate to exclude the endoleak. It is reported that the endoleak is small and not "significant"; however, the physician knows that it is "there." The date of this pending procedure is unknown. It is reported that the pt is fine.